Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during the bolus delivery. The current blood glucose reading is 200 mg/dl. Customer is able to rewind. Customer stated that the drive support cap is loose, she has pushed the drive support cap back into the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during prime test and motor error alarm during basic occlusion due to faulty force sensor. Motor passed motor test. Drive support disk was inspected and no anomaly was noted.